Manufacturer narrative:
Citation: bavry aa comparison of different invasive hemodynamic measurements as a prediction tool for mortality after transcatheter aortic valve replacement in men: a retrospective observational study. Cardiol ther. 2017 dec;6(2):251-259. Doi: 10.1007/s40119-017-0095-5. Epub 2017 jun 30. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding comparison of different invasive hemodynamic measurements as a prediction tool for mortality after transcatheter aortic valve replacement in men. All data were collected from a single center between september 2013 and november 2016. The study population included 151 patients (predominantly male; mean age 77 years), nine of which were implanted with medtronic corevalve prosthesis and four patients were implanted with medtronic evolut r prosthesis. The serial numbers were not provided. Among all patients 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: moderate-severe aortic regurgitation (ar), valve-in-valve, left bundle branch block (lbbb) and permanent pacemaker implantation. Based on the available information, a direct correlation was likely between the observed adverse events and medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.